Manufacturer narrative:
D9 - date returned to MFR: 5/6/2026. H3 and h6 codes: updated. The suspected device was received for investigation. The event history log (ehl) was reviewed, and the customer reported problem could not be replicated in the ehl. Visual tests and functional checks were performed. The reported issue was not able to be duplicated and no problems were found. The cause of reported issue was unable to be determined. The service history review had no indication that the complaint was related to a service of the device within the review period. The device will be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a power loss during infusion and a battery issue that prevented the infusion from continuing. After removing and reinserting the battery, the indicator showed a full charge. There was patient involvement, no injury was reported.